Event description:
It was reported that the right ventricular (rv) lead dislodged and migrated into the inferior vena cava. It was also noted that an echocardiogram showed the patient has severe tricuspid regurgitation and this may have contributed to the dislodgement and/or migration. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Also, the visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.